Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2017 with blood glucose of 49 mg/dl at the time of the incident. The customer was at 99 mg/dl at the time of the call. The customer was given liquid dextrose to treat. The customer experienced symptoms such as loss of consciousness. The customer was wearing the insulin pump during the incident. Troubleshooting was completed. The customer stated that the paramedics have been called numerous times for lows. The customer believes that their new sets are over delivering insulin. The insulin pump will not be returned for analysis.